Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
A complaint was received with regards to a tego¿ connector that experienced leakage during use on an unspecified date. The reporter stated that they ¿often have to replace it on the first use, as blood seeps between the plastic and the yellow gummy.

Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The probable cause of unable to aspirate is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. Lot history review for lot number 14115074 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.